Event description:
It was reported by exactech UK that during an orthopedic surgery the surgeon experienced an issue with the drill bit. The surgeon sheared a 2.0mm pilot tip drill through the drill guide. There was no delay and no reported patient adverse event. The devices were not available to be returned as the drill was disposed and the representative was unsure whether the drill guide was part of a consigned (still in use) or loaner (returned to office) kit. Per the representative, presumably the patient was discharged without complication, however, he can¿t be sure as he doesn¿t deal with any of the follow-up post-op. Attempts were made to request additional information from the representative, and a response was received; the representative no longer works with this surgeon and would face challenges in trying to obtain the information requested. No additional information was provided.

Manufacturer narrative:
As a result of an FDA inspection conducted in (B)(6) 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Catalog # 321-15-06 and concomitant catalog# 321-15-04 the devices were not available for analysis. Engineering analysis completed by nf on (B)(6) 2020. Findings: based on the information provided, the drill bit likely became jammed in the adjustable angle drill guide bushing prior to fracturing. Based on previous similar investigations, the reported shearing of the pilot tip drill though the drill guide was likely the result of applying a bending moment to the drill bit, which eventually caused the drill bit to fracture. Most likely underlying cause: based on previous similar investigations, the broken drill bit reported in experience case-2019-00001145-2 and case-2019-00001145-3 was likely the result of applying a bending moment to the drill bit, which eventually caused the drill bit to fracture. Rmr review: the rmr and racr for this drill guide and this drill bit, rmr-00004 rev a and racr-00007 rev a, were reviewed. The risk is captured in risk ID 9.7 and 9.9. IFU 700-096-181: instrument inspection. Visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. Device(s) used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues. There is no reported patient adverse event from the broken drill bit. An investigation was conducted: based on previous similar investigations, the broken drill bit reported was likely the result of applying a bending moment to the drill bit, which eventually caused the drill bit to fracture. Catalog#: 321-15-04, serial/lot#: not reported, description: adjust angl drl gd.